Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 38mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube found a break at 17.3cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic examination of the crimped stent via scope found evidence of stent damage at the mid-section with stent struts lifted. No signs of movement, stent was set between the proximal and distal markerbands. Examination of the hypotube found a break at 17.3cm distal to the distal end of the strain relief. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified mid of left anterior descending artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion due to angulation. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure. However, returned device analysis revealed a hypotube break.